Event description:
Additional information was received indicating that prior to the explant, the patient had two previous pocket revisions due to unspecified wound issues. Erosion was also observed aside from infection resulting to extraction of the system. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that this product was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There was no discharge or inflammation. The device was cleaned up. There were no additional adverse effects reported. Request for additional information was sent but no further information was received. All available information indicated that the product remains in service.